Event description:
It was reported underwent a hip revision approximately four months post implantation due to a dislocation. The shell and liner were removed and replaced. Attempts have been made and no further information is available.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2024-01126. D10: cat #: 00711505028 / cem const lnr 50x28 / lot #: 65895996. G2: australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4; b5; g3; h2; h6 visual examination of the provided pictures identified the explanted cup, liner, and head that are covered in bio-debris. From the angle of the picture it appears the head is still assembled to the liner upon explanation. No further evaluation can be made from the provided picture. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: left total hip arthroplasty with possible fractured acetabular cup screw medially as well as dislocation superiorly of the femoral head and acetabular cup liner. The complaint was confirmed based on the provided x-rays. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. The root cause of the reported issue is attributed to off label use, by cementing the liner into the shell. Per the provided instructions for these devices, the cemented constrained liner should only be used with a well-fixed trabecular metal revision system shell. Do not use trabecular metal acetabular revision system cemented constrained liner with non-compatible components. Use of non-compatible components may lead to premature wear or failure of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.